Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed after battery change due to leaky voltage of a component on the interface board. However, the device passed the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. The device had cracked reservoir tube lip, minor scratches on the display window and cracked case near the display window corners.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 around noon for diabetic ketoacidosis and a blood glucose level of 500 mg/dl and released around 10 am on (B)(6) 2014. The customer experienced the following symptoms: vomiting, stomach pain, arm pain, and high ketones. The customer was treated with an IV and an insulin drip. The customer's father stated that the customer's insulin pump was not delivering insulin; the piston was not moving. Standard troubleshooting was performed. Four excessive no delivery alarms were discovered in the insulin pump's history. The product is being returned. Nothing further was reported.